Event description:
The tech alleged that when the brake pedal is in the brake position, the head end brake casters would still move. No pt impact.

Manufacturer narrative:
The tech replaced the main bearing and both brake caster supports to resolve the issue.